Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate char and signs of crystal deposits on metal surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First fiber: joules used: 17,551. The fiber tip (cap) was not cleaned during the procedure. Second fiber: joules used: 339,171. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "aiming beam fires straight out of fiber. Fiber looks to fire out at the tip" was observed. The procedure was completed using a second fiber. Patient outcome "no injury" was reported.